Event description:
At 5:00am on (B)(6) 2011, a customer's husband, "noticed her jaws was clenched and tried waking her but [she] was unresponsive." The paramedics were called and she was taken to the emergency room. Upon arriving at the hospital, the paramedics raised the customer's blood glucose (bg) to 15mg/dl. Because she was "in and out of consciousness during the event" she does not recall all specifics, such as what the paramedics gave her to raise her bg. The customer reports the hospital staff later told her she had about "45 minutes to one hour to live at the time her husband called the paramedics because her bg was so low." While in the emergency room, the customer was treated with zofran (3 times) to raise bg levels and was released later that afternoon. At the time of the call, the customer's bg was 254mg/dl and she was "slowly bringing it down after all the medication." She has visited with her hcp since the event and lowered her basal rate. The customer does not recall what her basal rate was at the time of the event. Her hcp is recommending she get a cgm in addition to her insulin pump. The product will be returned for evaluation.

Manufacturer narrative:
The returned device was evaluated and no malfunction was detected that would have caused restricted or interrupted insulin delivery. The fluid path was free of internal occlusions, allowing for a free flow of insulin. The occlusion sensor and needle/insertion mechanism functioned as expected. No signs of internal leakage were found. The device was functioning as intended and there is no indication that any device problem had occurred that would have caused or contributed to the customer's hypoglycemic event. Since the event, the customer reported visiting with her hcp and having her basal rate lowered. The omnipod's user guide discusses incorrect basal settings as a possible cause of hypoglycemia and advises that users work with their hcp to obtain the proper settings. The user guide states that "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem." The product lot was found to have met all acceptance criteria.